Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the middle third portion of the esophagus of a cancer patient, on (B)(6) 2011. According to the complainant, the patient had squamous cell carcinoma. Post stent placement, during the night of (B)(6) 2011, the patient experienced a rise of thoracic pain. On the morning of (B)(6) 2011, the patient presented with symptoms of hematemesis and melena. The patient was transported via helicopter and ambulance to the hospital. Upon arrival, the patient was anemic (8g) due to active bleeding. After reanimation and a blood transfusion, the physician was able to perform neuro-analgesia. After much effort, the physician managed to locate the bleed, which was one centimeter below the inferior part of the stent. Reportedly, there was no sign of ulceration. The physician was unable to confirm the exact cause of the bleeding; but in his assessment, there was no issue with stent placement that could have contributed to the event. It was reported that the physician spent 1.5 hours trying to stop the bleeding by injecting 30 cc of adrenalin serum and 30 cc of physiological serum, without efficient result. The physician was unable to stop the bleeding, and the patient subsequently bled out and died on the night of (B)(6) 2011. The physician stated that the patient's medical history and co-morbidities did not justify the event. An autopsy was not performed, but in the physician's assessment, the cause of death was arterial bleeding.